Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump were hard to use. The customer was about to start training on the new insulin pump and was encouraged to speak to the trainer regarding the buttons of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).